Event description:
It was reported that he patient suffered a cardiac arrest. The implantable cardiac defibrillator treated the cardiac arrest with antitachy pacing and defibrillation. The ventricular lead started to have oversensing, noise, and then inappropriate therapy was delivered multiple times. They patient was in the hospital in a coma for before death after the cardiac arrest. The device had been electrically discontinued while in the hospital.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011 06:22:27. Sensing - oversensing 10 - ventricular nst<=210 ms on (B)(6) 2011 in the timeframe between 13:39:48 and 14:03:15. 3 - vf<=200 ms average v-cycle on (B)(6) 2011 in the timeframe between 13:25:52 and 14:01:56. Sensing - interference/noise ventricular short interval count v-sic=127.2 counts avg/day, in 13.45 days, between (B)(6) 2011 07:58:42 and (B)(6) 2011 18:53:16. Impedance - varying resistance/impedance daily pace lead impedance trend data show various spike increases for ventricular pace bi impedance= 418 to 1007 ohms range between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.